Event description:
It was reported that there were communication or coupling issues. The patient previously had been able to charge successfully getting all eight coupling bars. Palpating the stimulator pocket revealed that the implantable neurostimulator (ins) appeared "a little loose" and an ins flip was suspected. An x-ray was performed but was inconclusive. No coupling bars were present, but a normal recharge screen was seen. A physician programmer indicated that the ins was discharged and needed to be charged. The pocket "previously" had fluid. It was noted that reduced coupling occurred after the ins product was moved from the hip to the abdomen. It also was reported that the health care professional (hcp) flipped the ins but there still were no coupling bars. The ins appeared too deep and the pocket appeared too loose; there was a "lot of tissue" and the hcp could manipulate the ins easily. The time sequence of the reported events was unclear. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).